Event description:
Boston scientific received information that this device was reprogrammed after the patient reported experiencing syncope. A boston scientific field representative and a boston scientific technical services consultant (ts) discussed sudden brady response (sbr) and rate smoothing programming options; the physician elected to program sbr on. No adverse patient effects were reported.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.